Manufacturer narrative:
(B)(4). Investigation summary: examination of the returned device did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The instruments were reported for an unknown reason.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: examination of the returned device did not confirm the reported event. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Examination and functional testing of the submitted adapter found the connection feature that attaches to the reamer is damaged. The damage is consistent with the reamers mating feature stripping after being subjected to hard cortical bone and heavy usage causing damage/wear to the connection feature of the adapter. The root cause is attributed to product wear out.